Manufacturer narrative:
The insulin pump passed displacement test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Motor passed motor test. No motor error alarm was noted. The device was received with cracked reservoir tube lip and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump had multiple motor error alarms. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 600 mg/dl and treated with manual injection and customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.